Manufacturer narrative:
Results: one customer sample was received for evaluation in an open package. Visual inspection of the returned customer sample found no foreign matter on the pbbcs unit. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5085623. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a nurse observed an orange or rust colored hue inside the safety barrel of the push button of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter set. She felt that something was wrong and used a new collection set. No injury or medical intervention reported.